Event description:
The sales representative reported on behalf of the customer, that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing was being used during a total knee replacement procedure on 08dec23 when it was reported ¿it was "using a plumepen elite and the buttons stuck and did not turn off. Ended up burning the patient multiple times.¿. Further assessment answers were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. The procedure was completed without the use of an alternate device, and the current status of the patient was reported as ¿doing ok but does have burns on them.¿. There was no report of medical intervention or extended hospitalization to the patient or user. This report is being raised on reported injury due to the unknown degree of patient burn.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The sales representative reported on behalf of the customer, that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing was being used during a total knee replacement procedure on 08dec23 when it was reported ¿it was "using a plumepen elite and the buttons stuck and did not turn off. Ended up burning the patient multiple times.¿. Further assessment answers were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. The procedure was completed without the use of an alternate device, and the current status of the patient was reported as ¿doing ok but does have burns on them.¿. There was no report of medical intervention or extended hospitalization to the patient or user. This report is being raised on reported injury due to the unknown degree of patient burn.

Manufacturer narrative:
The device has not been returned to date and no photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review shows this is the only event for this lot number and failure mode. A device history record review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 16 complaints, regarding 16 devices, for this device family and failure mode. During this same time frame 4,369,140 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000004. Per the instructions for use, the user is advised to place active accessories in a holster or in a clean, dry, non-conductive and highly visible area away from the patient when not in use. Inadvertent contact with the patient may result in burns. The electrode tip may remain hot enough to cause burns after the current has been de-activated. The plumepen elite is a monopolar electrode, the use of a dispersive electrode is required to prevent burns/injury to patient. We will continue to monitor for trends through the complaint system to assure patient safety.